Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an appointment with the health care provider the following day because a granuloma was suspected. The patient had 6 mris that the patient had planned to discuss with the health care provider. The patient believed that he had been going through withdrawal over the past month. The following symptoms were reported: fever, increased baseline spasticity, seizures, pruritus, paresthesia, high blood pressure, cold sweats, tingling, ringing in ears, and his left arm was 10 degrees colder than the right. Also, intermittent spasms cause muscles to push pump under rib cage temporarily. The patient's spasticity was due to scar tissue at l4/l5; it was reported to be the size of a softball. The patient lost (B)(6). The patient was rushed to hospital 4 times in last 2 months. At his last refill about a month ago, the health care provider removed the old medication (baclofen and morphine) and refilled it with baclofen only. The reason for the medication removal was that it looked like "infection or something (cloudy)." On (B)(6) 2011, the patient's health care provider "turned his pump back up." The patient experienced return of spasticity, shallow breaths, spasms in lungs, difficulty sleeping, burning, itching, numbness, burning eyes, left ear ringing, and he felt like he is on fire. The patient also experienced seizures and he felt as if the pump was "going to come out of his skin." The patient was at the hospital (B)(6) 2011 and was sent home; the patient was home at the time of this report. The patient had been to several hospitals and had imaging and testing and was discharged. The patient was scheduled to have a dye study in 2 weeks but did not feel like he was able to wait that long "in his condition." The patient had considered going to the emergency room. It was later reported that the patient had "5 seizures from the problems with the pump." The side effects from his pump were attributed to "mainly morphine." The patient now only had baclofen in his pump. Additional symptoms reported were: "throwing up," not eating, night sweats, elevated blood pressure, and the pump was "coming through the skin." Also reported pump was "pressing against his ribs." The patient was sick with withdrawal for days following the removal of the medication. At the pump refill, he was stuck 6 times because the md was having a hard time finding the refill port. It was further reported that the patient felt he never had any therapeutic effect. The patient experienced side effects, which included not eating, not sleeping, spasms, itching, and difficulty breathing. The patient had a dye study and said that he was better following the study. The dye study reportedly took 6 hours. Once the 8840 was put over the pump, the dye ran through the catheter. It was reported that the patient felt "80%" better and was sleeping much better. The drugs in the pump at the time of the event were morphine and baclofen. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.